Manufacturer narrative:
The patient was scheduled for cataract surgery in the right eye (od). The customer reported ¿right before starting phaco, (the handpiece passed tuning), but it made the "occluded" sound. The staff tried a second attempt to clear the path (without success). The third attempt was completed by the surgeon but was successful after switching the system, cassette, handpiece and tips. The foot pedal was in position three, the occlusion tone was heard despite no lens material at the tip. However, immediately following this, a corneal burn occurred and the wound was required to be close with the use of two sutures. Additional related information provided below. In the surgeon's opinion, the issue that contributed to the thermal injury was a lack of irrigation. The dispersive viscoelastic in the anterior chamber turned white from the heat. The wound site turned opaque from the heat. The grade listed for the cataract was listed as nuclear sclerosis (2+) and moderate. The thermal injury was located at the main corneal wound. There was a gap in the wound, causing leakage. Two (2) sutures were placed to seal the wound. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet company specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements ,which found the handpiece to meet specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, a patient experienced a corneal burn requiring two sutures to close the wound. The customer indicated the phacoemulsification handpiece passed prime/testing, but during the procedure the occlusion alarm sounded. The tubing was checked, but the occlusion tone still sounded. The phaco handpiece, phaco tip, and cassette were switched out, but the issue persisted even after successful priming/testing. The system was subsequently switched out, and a new phaco handpiece, tip and cassette were used to resolve the issue. This is one of two reports.